Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.50mm x 30mm) to a lesion in the lcx with 75% - 80% stenosis but the device could not cross and the stent was deformed. The physician gave up the surgery. The lesion was pre-dilated. No abnormality noted in the inspection before using. No resistance was noted at the lesion. No clinical sequelae were reported. Evaluation summary: the device returned for analysis. The 1st and 4th distal stent segments were deformed. The 4th segment had raised struts .the distal tip was flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75-80% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75-80% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).